Event description:
Customer reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the battery issue in the logs and decided to replace the pump. The customer, who was using a cgm sensor with control-iq software, was instructed to switch to multiple daily injections (mdi) as backup therapy and to return the faulty pump with a pre-paid label. The customer acknowledged understanding how to put the pump into storage mode for return.